Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42mg/dl. Low bg cause was not known. Reportedly, customer called emergency services lost consciousness and had a seizure. Paramedics arrived and provided glucagon to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
There is no evidence that the pump experienced a malfunction or failure. A total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The cause of the low bg could not be determined based on the review conducted.